Event description:
A patient reported experiencing inaccurate erratic results with a otb meter. The patient's blood glucose results were 75, 125, 71, 137, 76, 113 mg/dl. Tests were done within 10 minutes with a difference of 26mg/dl. Patient did not experience any adverse events. No further information has been reported.